Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high-risk pci section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was noted that there was decreased distal perfusion to the right lower extremity. An antegrade sheath was placed in the right femoral artery and perfused by the radial sheath. The right radial artery to right femoral artery bypass was then found to be clotted. The sheath was exchanged and a new line was placed. The nursed stated the pulses to the leg come and go. The patient stated that the leg felt numb and experienced tingling sensations. The doctor informed the nurse to monitor the leg and continue with flushes. The patient remained on impella support and was successfully weaned.